Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Corrected: h8.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Apex hole eliminator was inserted beyond the threaded bounds of the pinnacle acetabular shell. Once through/behind the cup, the hole eliminator couldn¿t be retrieved with the screwdriver. Two screws were removed and the shell inserted handle was used to drive the hole eliminator completely through and remove the shell. The hole eliminator was discarded and the same shell/screws reinserted into the patient with no hole eliminator. Total surgical delay was 20 minutes, pressfit of the cup was less on reinsertion and screw positioning suboptimal.